Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 800 mg/dl while wearing the pod. The patient reports they gone gone into a coma. The patient reports they were taken to the hospital by ambulance. The patient reports being treated for a major heart attack, mild stroke, kidney failure and a brain bleed while in the hospital. The patient does not remember the treatment provided while in the hospital. The patient was prescribed a heart medication. The patient was discharged from the hospital after 21 days.